Event description:
It was reported that the smartpass feature was noted to have disabled due to low signal amplitudes for this subcutaneous implantable cardioverter defibrillator s-ICD) and electrode. Technical services (ts) reviewed stored device data, and noted a low signal amplitude, noise and slow rate. Ts discussed the morphology along with multiple premature ventricular contractions (pvcs), led to intermittent undersensing. Ts suggested re-enabling the smartpass feature at the next in-clinic follow up. Subsequently, inappropriate atrial fibrillation (af) episodes were stored due to continued pvcs and t-wave oversensing. Ts discussed potential troubleshooting options. Additional information was received that the physician was considering a system revision. Ts discussed verifying system position/placement before revising. Later, the entire system was explanted but not replaced. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the smartpass feature was noted to have disabled due to low signal amplitudes for this subcutaneous implantable cardioverter defibrillator s-ICD) and electrode. Technical services (ts) reviewed stored device data, and noted a low signal amplitude, noise and slow rate. Ts discussed the morphology along with multiple premature ventricular contractions (pvcs), led to intermittent undersensing. Ts suggested re-enabling the smartpass feature at the next in-clinic follow up. Subsequently, inappropriate atrial fibrillation (af) episodes were stored due to continued pvcs and t-wave oversensing. Ts discussed potential troubleshooting options. Additional information was received that the physician was considering a system revision. Ts discussed verifying system position/placement before revising. Later, the entire system was explanted but not replaced. There were no additional adverse patient effects.